Event description:
It has been reported that one syringe 1ml s/t w/ndl 26x5/8 rb has been found with the needle breaking off during use. The following has been provided by the initial reporter: it was reported one needle broke and the patient missed dose of medication. A report was received 11oct2019: one needle broke and therefore they were unable to administer the gattex dose they drew up as they did not have a replacement needle. No adverse events reported from missed dose.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 1ml s/t w/ndl 26x5/8 rb has been found with the needle breaking off during use. The following has been provided by the initial reporter: it was reported one needle broke and the patient missed dose of medication. Per verbatim: "a report was received (B)(6) 2019: one needle broke and therefore they were unable to administer the gattex dose they drew up as they did not have a replacement needle. No adverse events reported from missed dose."